Event description:
Discordant advia 1650 sodium results were obtained on two pt samples that had been reported. After a subsequent calibration failed, the samples were retested and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant advia 1650 sodium results.

Event description:
Discordant advia 1650 sodium results were obtained on two pt samples that had been reported. After a subsequent calibration failed, the samples were retested and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant advia 1650 sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse cleaned the ise assembly, ran a warm water buffer prime and replaced the sodium electrode. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse cleaned the ise assembly, ran a warm water buffer prime and replaced the sodium electrode. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.